Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged, and the pump could not be charged. Additionally, it was reported that a cartridge did not fit onto the pump there was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.